Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was displaying a message of error 1. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 9 pm. The patient stated that she manages her diabetes using insulin pump therapy, she denies making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported that 12 hours after the product issue began she developed symptoms of dizziness and light headed, she denies receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.